Manufacturer narrative:
Additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to noise and oversensing on the right ventricular (rv) lead while the patient was lifting weights. The patient was brought to the clinic and tested isometrics and the decision was made to revise the rv lead. No revision scheduled yet but the therapy was programmed off. Subsequently, a revision procedure was performed, and the ICD and the rv were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe the event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes. Additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to noise and oversensing on the right ventricular (rv) lead while the patient was lifting weights. The patient was brought to the clinic and tested isometrics and the decision was made to revise the rv lead. No revision scheduled yet but the therapy was programmed off. Subsequently, a revision procedure was performed, and the ICD and the rv were explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to noise and oversensing on the right ventricular (rv) lead while the patient was lifting weights. The patient was brought to the clinic and tested isometrics and the decision was made to revise the rv lead. No revision scheduled yet but the therapy was programmed off. At this time, the product remains in service and no additional adverse patient effects were reported.